Manufacturer narrative:
The fields have been updated accordingly: as reported, during an inferior vena cava placement procedure, the brite tip sheath for the optease retrievable filter 55 jugular could not be inserted into the access site. The access site was then dilated with a sheath introducer (4f) and a second attempted to insert sheath was made. It was then noted that the distal tip of the sheath was frayed and turned up. Therefore it was replaced with a new optease retrievable filter system. The procedure was completed successfully. The product was clinically used and it will not be returned for analysis. The target lesion was the jugular vein. A jugular approach was made. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. No anomalies, kinks or bends noted on the device after it was removed. No kinks or other damages were noted prior to inserting the product into the patient. The product was prepped per the instructions for use (IFU). There was no patient injury due to the device malfunction. Additional procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient and procedural factors may have contributed to the insertion difficulty and subsequent dilator fraying. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made according to the instructions for use (IFU), ¿a vessel dilator facilitates the percutaneous entry of the csi by forming an atraumatic transition from the skin through the subcutaneous tissue to the vessel. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the access site was punctured to insert an optease retrievable filter 55 jugular, however, it could not be inserted. Therefore the access site was dilated with a sheath introducer (4f) and attempted to insert the optease retrievable filter 55 jugular again, however its distal tip was frayed and turned up. Therefore it was replaced with a new optease retrievable filter. The procedure was completed successfully. The product was clinically used and it will not be returned for analysis. The target lesion was the jugular vein. A jugular approach was made. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. No anomalies, kinks or bends noted on the device after it was removed. No kinks or other damages were noted prior to inserting the product into the patient. The product was prepped per the instructions for use (IFU). There was no patient injury due to the device malfunction. Additional procedural details were requested but are unknown

Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the access site was punctured to insert an optease retrievable filter 55 jugular, however, it could not be inserted. Therefore the access site was dilated with a sheath introducer (4f) and attempted to insert the optease retrievable filter 55 jugular again, however its distal tip was frayed and turned up. Therefore it was replaced with a new optease retrievable filter. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the jugular vein. A jugular approach was made. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information has been requested.